Manufacturer narrative:
The main component of the system and other applicable components are : product ID: 3389, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use it was reported that the patient had low impedance from poles 8 to 11 at 68 and 69 ohms. The patient experience a return of symptoms. There were no interventions taken. It was stated that the patient's ins was working fine. The patient's lead remains implanted and in service. The issue was not yet resolved no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that no further troubleshooting has been performed and the cause of the low impedance was not determined. The issue was not programmed around. The patient's therapy is still working but they have side effects. No further actions were taken to resolve the issue.